Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they got the replacement and they were now seeing the no device found screen. They reported they are in pain/have leg pain. The patient initiated passive recharge mode (prm). Pt reported seeing 90s as the number range. The patient was advices to continue in prm until controller transitions to the regular recharging screen. It was reviewed it may take several cycles and the patient was instructed to follow up with their healthcare provider (hcp) manufacturer representative (rep) if the screen does not transition after about 45 minutes.

Event description:
Additional information was received and it was reported that they received a replacement controller and they attempted to pair the c ontroller with the stimulator. They still were unable to bypass the looking for device screen. The patient re-reported the lawn mower incident occurring on (B)(6) and they had stitches on their foot. They mentioned the recharger did get hot and noticed the hot recharger probably april or (B)(6) 2021, but they added that they associated the heat to charging so it was unclear if the heat was ex pected warmth from charging or hot related to a true recharger issue. No visible damage identified on any equipment.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 977c265 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their stimulator wasn't working. Pt clarified they would turn controller on, but would see the "set up for" screen. Pt said they would press implant and see the connect screen, but pt had been recharging the controller but still doesn't work (pt said they would plug controller in to ac power supply not rtm). When asked event date, pt repeated they were run over by lawn mower june 29th and feared the implant/leads were damaged and said they started to notice the controller problem a week later. Pt reported connect screen during the call and after plugging in rtm, reported being stuck on checking the recharger screen. Pt reset controller, pressed implant on set up screen and plugged in rtm, but still got stuck on checking the recharger. Pt inspected rtm plug and said it looked good. Pt then inspected controller port, but said they couldn't see anything inside. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt mentioned they were happy replacement controller was expedited as they had been taking too many tylenol (8-10 a day).

Manufacturer narrative:
Continuation of d10: product ID 97745 (B)(6) implanted: explanted: product type programmer, patient product ID 97755 (B)(6) implanted: explanted: product type recharger product ID 977c265 lot# (B)(6) implanted: (B)(6) 2020 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they fell off a lawn mover and had to go to the hospital because they got cut. Ever since that fall, the implant suddenly stopped working or helping the patient, so currently they were "just miserable" because of a return of symptoms the device used to help with. Pt said they didn't know exactly what happened during the fall but feared that their leads or implant battery got damaged. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they fell off a lawn mover and had to go to the hospital because they got cut. Ever since that fall, the implant suddenly stopped working or helping the patient, so currently they were "just miserable" because of a return of symptoms the device used to help with. Pt said they didn't know exactly what happened during the fall but feared that their leads or implant battery got damaged. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their stimulator wasn't working. Pt clarified they would turn controller on, but would see the "set up for" screen. Pt said they would press implant and see the connect screen, but pt had been recharging the controller but still doesn't work (pt said they would plug controller in to ac power supply not rtm). When asked e vent date, pt repeated they were run over by lawn mower june 29th and feared the implant/leads were damaged and said they started to notice the controller problem a week later. Pt reported connect screen during the call and after plugging in rtm, reported being stuck on checking the recharger screen. Pt reset controller, pressed implant on set up screen and plugged in rtm, but still got stuck on checking the recharger. Pt inspected rtm plug and said it looked good. Pt then inspected controller port, but said they couldn't see anything inside. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt mentioned they were happy replacement controller was expedited as they had been taking too many tylenol (8-10 a day). Additional information was received and it was reported that they received a replacement controller and they attempted to pair the controller with the stimulator. They still were unable to bypass the looking for device screen. The patient re-reported the lawn mower incident occurring on june 29th and they had stitches on their foot. They mentioned the recharger did get hot and noticed the hot recharger probably april or may 2021, but they added that they associated the heat to charging so it was unclear if the heat was expected warmth from char ging or hot related to a true recharger issue. No visible damage identified on any equipment. Additional information was received from the patient reporting that they got the replacement and they were now seeing the no device found screen. They reported they are in pain/have leg pain. The patient initiated passive recharge mode (prm). Pt reported seeing 90s as the number range. The patient was advices to continue in prm until controller transitions to the regular recharging screen. It was reviewed it may take several cycles and the patient was instructed to follow up with their healthcare provider (hcp) manufacturer representative (rep) if the screen does not transition after about 45 minutes.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 97755 serial# (B)(6): product type recharger product ID 977c265 serial# (B)(6) implanted: (B)(6) 2020: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.